Event description:
Facility hosp staff were utilizing the device to monitor a non critical pt. Reportedly, the device crt went blank and would no longer display the pt ECG.

Manufacturer narrative:
The local factory service representative examined the device and observed a service triangle on the device status display and that a crt display would not deflect from a flat line trace. The representative replaced the device systems pcb assembly, and following retesting, returned the device to the facility for use. A factory evaluation of the replaced pcb assembly determined a failure of i.c., u34. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional information on this event to FDA.